Event description:
It was reported that they needed to have the recharger replaced. Patient said the equipment was not working to charge the implanted neurostimulator. Patient clarified they were getting the no device found screen when trying to charge, and tried to trickle charge, but that didn't do anything. Patient also said they had tried to move the paddle around, but nothing would even click. Patient did not have the controller with them to try and charge during the call, but said they would see the passive recharge mode screen with numbers. Patient thought the number went up to 17 once, but they would just sit there and go in circles. Agent asked, patient said the issue started about 2-3 weeks ago and they hadn't had the implant charged up yet since. Patient inspected the cord and said there was no damage, but then mentioned the cord going into the paddle was real hot after trying to charge. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd; UDI #: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.